Event description:
It was reported over a year prior to implant the patient fell 3-4 feet and landed on her hip, near the implantable neurostimulator (ins) implant site. It was stated after the fall the stimulation felt ¿different¿ and the ins felt ¿closer to her skin.¿ it was also stated the patient felt a ¿weird sensation¿ down her right leg when stimulation was on, it was a ¿pulsing/tingling¿ sensation. It was noted the doctor checked the ins and leads and all was fine, a CT scan found nothing. The patient had therapy issues ever since. Reportedly, 4 months prior to report the patient was reprogrammed and ¿things seemed to be working again. However, for the last two months prior to report, if the patient laid a certain way she felt a ¿shocking sensation¿ down her right leg, which seemed to get worse with time. The big toe on the patient¿s right foot was ¿drawing downward¿ and if she sat in a chair with her right leg "drawn up" she felt a "pulsing sensation all the way to her toes." The patient also experienced symptom return, getting up in the night more and leaking episodes. The patient was not able to make adjustments with or without the antenna attached.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v565966, implanted: (B)(6) 2011, product type: lead. (B)(4).